Manufacturer narrative:
(B)(4). A wallflex biliary rx covered stent and delivery system were received for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the stent cover was damaged with holes. Functional examination was performed and the stent was deployed without resistance by actuating the delivery system. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failed to deployed cannot be confirmed as the stent was deployed without problems. Additionally, the stent cover was damaged with holes; however, there is not sufficient information about what could be the cause for this failure. Therefore, an investigation is in place to address this problem. The product investigation findings did not lead to a clear conclusion about the cause of the reported event and the observed failure; therefore, the most probable cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted to treat a stenosis in the common bile duct during a stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent cover was damaged (holes).